Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Nurse reported on behalf of patient that during use of device for infusion of insulin, the small plastic cannula broke from the infusion set while in the patient's skin. No further adverse effects to patient reported.